Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle came out. This occurred on 2 occasions during use. The following information was provided by the initial reporter: the np needle came out from the rubber sleeve.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the indicated failure modes for the non-patient needle piercing through the rubber sleeve with the incident lot were observed. Additionally, further evaluation was performed on the samples and the length of the non-patient needle did not meet required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for the non-patient needle piercing through the rubber sleeve with the incident lot were observed. Root cause description : based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle came out. This occurred on 2 occasions during use. The following information was provided by the initial reporter: the np needle came out from the rubber sleeve.